Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during mid-urethral sling procedure performed on (B)(6) 2019. According to the complainant, when the physician removed the plastic sleeves from the patient's anatomy, it was noted that there was bleeding through the diagonal incision. The physician felt that the sleeves were probably causing trauma to the anatomy. Reportedly, bleeding and laceration was treated with surgicel snow and the patient's current condition is fine.